Manufacturer narrative:
Product analysis: analysis was unable to confirm the complaints reported by the customer. Analysis noted that the programmer was missing a stylus. The stylus was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut off and displayed a message indicating that the emergency hard-key was available. The programmer was returned for service. No patient complications have been reported as a result of this event.